Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and reported that two discordant, falsely elevated prothrombin time international normalized ratio (inr) results were obtained on a patient sample on a bcs xp system using dade innovin reagent. Siemens investigated the bcs xp system log files that were sent by the customer. Quality controls (qc) recovered within range on the day the two discordant inr results were obtained. The reaction kinetics were regular and the inr results were evaluated correctly. The volume for the sample, as well as for the dade innovin reagent, correctly correlate with the amount of sample and reagent volume used. The system is performing according to specifications. No further evaluation of this device is required. MDR 9610806-2019-00066 was also filed for additional discordant inr results for samples from the same patient.

Event description:
Two discordant, falsely elevated prothrombin time international normalized ratio (inr) results were obtained on a patient sample on a bcs xp system using dade innovin reagent. The discordant results were reported to the physician(s). The patient had been undergoing oral anticoagulation therapy (oat); however, based on the discordant, falsely elevated inr results, the physician(s) suspended the patient's oat. Two days later, the patient was redrawn and retested for inr using a non-siemens analyzer, resulting lower. This result was reported, as the correct result, to the physician(s). There are no reports of adverse health consequences due to the discontinuation of the patient's oat based on the discordant, falsely elevated inr results.